Manufacturer narrative:
This pt presented for elective treatment of 1-vessel disease. Pre-procedure medications included aspirin 200 mg/day and ticlopidine hydrochloride 200 mg/day. Intra-procedure medications included heparin 10,000 units. Pci was performed on a de novo lesion in the mid right coronary of 30.09mm in length in a 30.mm vessel diameter. The type c lesion was also concentric. Direct stenting was performed with a 3.0x28mm cypher stent at 16 atmospheres (atm). Post dilation was conducted with a 3.75x20mm balloon at 20 atm. Intravascular ultrasound (ivus) was done. The residual diameter stenosis measured 0 %. Timi iii flows were recorded pre and post-procedure. Act was not measured. Twenty three months after, the pt complained of chest pain and went to the hospital. Angiography revealed thrombus within the cypher stent. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was conducted. Approx, one month later, the pt recovered and was discharged from the hospital. The physician commented that the possible cause of the thrombotic event was because the pt had risk factors (i.e. Lipid metabolism abnormality and kidney failure) and the pt might not have taken the medication adequately due to dementia. Note that this product is not distributed in the us. However, it is similar to the us distributed. A female pt with a history of previous mi, angina, dementia, hyperlipidemia, previous pci and kidney failure (on hemodialysis) experienced a thrombotic event twenty-three months post cypher stent implantation. The reason for the pt's initial admission to hospital was not reported; but an elective angiogram revealed a lesion in the mid rca. This pt's advanced age, gender and history put her at increased risk for mace. Pre and intra procedural medications included asa, ticlid and teparin. Acts were not measured during the procedure. The mid rca lesion was described as de novo, type c, 3mm in diameter, 30.09mm in length and concentric. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00 x 28mm cypher stent at a maximum inflation pressure of 16 atm. The stent was then post-dilated for a resultant timi flow of 3 and a residual stenosis of 0%. The pt was discharged on medications that included asa and ticlid. Twenty three months after the index procedure, the pt experienced chest pain. A repeat angiogram revealed thrombus within the previously implanted cypher stent. This was treated with aspiration and ptca. The product remains implanted in the pt and is thus not available for evaluation. A DHR review of the involved lot number revealed that the product met requirements for product acceptance. Thrombosis is a known potential adverse event following stent implantation. According to the procedural physician, the possible causes of the thrombotic event include the pt's risk factors and his possible non-compliance with anti-platelet medications related to her dementia. There are pt, vessel and possible pharmacological factors that may have contributed to this event.

Event description:
Approximately, 23 months after percutaneous coronary intervention, (pci), the pt was hospitalized with chest pain. An angiogram revealed thrombus within the cypher stent.